Event description:
It was reported that the fluid warmer is leaking from the bottom of the reservoir. No additional information.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover and faded line cord, wear and tear damaged enclosure and front cover, outdated printed circuit board (pcb) and power switch. Functional testing found the device leaked from the bottom of the cracked tank cover confirming the customer complaint. The root cause of the reported issue was found to be customer damage - overtightening the tank cover screws or dropping the device. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.e4 is unknown, no information provided to date additional event information received indicating no patient involvement (updated b5)

Event description:
Additional information received stating that the event did not occur while in use by patient. Found during testing.